Manufacturer narrative:
Sample information was not provided. Qc was within established ranges before the event a bci field service engineer (fse) inspected the syringe plungers and the top end of the unit. Fse replaced reagent mixer paddle and the cartridge chemistry sample probe and collar wash.

Event description:
A customer contacted beckman coulter inc. (Bci) to report one erroneous low ck result generated by the unicel dxc 600 pro synchron chemistry analyzer the erroneous result was not reported out of the laboratory, hence no patient treatment as impacted. The sample was repeated and higher result was obtained. Amended report was initiated.